Event description:
Reportedly, on (B)(6) 2025, a new system was implanted. On (B)(6) 2025, dislodge of a and v leads was suspected with x-ray. On (B)(6) 2025, re-intervention was performed and av leads were re-positioned.

Manufacturer narrative:
Summary of the investigation: the review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. According to the field, the dislodgement of the leads (a &v) were confirmed and the subject leads were re-positioned during the re-intervention performed on (B)(6) 2025. Since no patient files (x-ray/fluoroscopies or cso) were provided, the reported leads dislodgement could not be confirmed with certainty. Based on available information, the lead dislodgement most probably occurred due to external factors (such as patient physiology, or physician preferred implant site, etc.). It is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.